Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that the fluid column was lost. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guiding catheter (sgc) was advanced to the left atrium; however, the fluid column was lost. Air was seen in the device so aspiration was performed, and the sgc was removed and replaced. The clip delivery system (cds) was advanced to the mitral valve, and deployment steps were started. The lock line became knotted around the lever because the operator did not take the lock line off the lever correctly. The knot was cut, and the line was able to be removed. The clip was successfully deployed, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported steerable guide catheter (sgc) leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported leak was observed to be the result of a torn silicone valve inside the sgc hemostasis valve; however, a definitive cause for the torn valve could not be definitively determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.